Manufacturer narrative:
The lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. The warnings in the tmj package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File four of four for the same event. The original fossa components were thought to be explanted and MDR's were filed, reference 1032347-2012-00048 and 1032347-2012-00049, however, upon follow up with the implanting surgeon's office they confirmed the fossa components were not explanted. Supplemental MDR's will be submitted.

Event description:
The patient called and reported a tmj revision that will take place due to heterotrophic bone growth. The surgeon's office was contacted and confirmed the patient's diagnosis, code 996.43 stating the device is out of placement and has heterotopic bone growth over the parts as well as encroaching on her left ear canal. The surgery has not been scheduled at this time as the patient states her insurance will not cover the procedure because the surgeon is out of network.